Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (back) while wearing the device between 37 and 48 hours. Patient reported the infusion site to have bleeding and purulent drainage. Additionally, the patient had blood glucose level over 250 mg/dl ("high" displayed on dexcom app). The patient went to the emergency room on (B)(6) 2025 and was diagnosed with cellulitis and hyperglycemia. Purulent discharge was drained from the site, and a band aid was applied. The patient was treated for an hour at (B)(6).